Event description:
The generator and lead were returned to device manufacturer for analysis on (B)(6) 2013. The returned product form did not indicate the date of explant or the reason for explant. Further follow-up revealed that the patient underwent explant due to infection. The infection is previously reported in MFR. Report # 1644487-2012-02150. It was reported that the generator and lead were explanted on (B)(6) 2013. The generator analysis was completed on (B)(6) 2013. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional. The battery measured 3.034 and showed a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator. The lead analysis was completed on (B)(4) 2013. Note that since a portion of the lead (including the electrode array) was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than cosmetic observations, typical wear and explant related observations; no anomalies were identified in the returned lead portion.

Event description:
Medical notes indicate that the patient's seizures increased from (B)(6) 2013 over the next several days. It was reported that the patient's magnet did not seem to work at terminating the patient's seizures. It was noted that the patient's antiepileptic medications were adjusted. Attempts to obtain additional information have been unsuccessful to date.